Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
The femoral component was not revised. Eval summary ¿ neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. The components used were incompatible, which may be the cause of the complaint. Eval ¿ review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.